Manufacturer narrative:
(B)(4). Conclusion: the implant operated as specified. The reported event started with a telemetry failure (triggering an erroneous holter address) followed by subsequent ineffective attempts to restore this address upon each interrogation. Therefore, aida programming was locked. The only way to restore a normal operation is to switch the implant in standby mode (with the dedicated engineering software) and then re-initialize it through an interrogation with a recent programmer software version. This type of event is not likely to recur; moreover, there was no risk for the patient. Therefore, a correction of this anomaly is not considered as an urgent matter.

Event description:
At implant, the pacemaker was programmed in aaisafer pacing mode. During follow up (1.5 months after), it was found in ddd mode upon interrogation, and there was no access to aida memory data. The physician requested an explanation about this behavior.